Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that during the procedure, there was blood leaking from the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was replaced, and the issue was resolved. The procedure continued without further issues. Clarification was received that the issue was with the clear valve. It was stated that the blood return was excessive, and that the physician had to plug the hub with his finger to stop it. No air entered the patient¿s body. No broken pieces were observed. Nothing was detached from their observation. Issue did not require percutaneous or surgical removal. Additional information was received on march 10, 2020 on the event. It was stated that the blood return was excessive and that the physician had to plug the hub with his finger to stop it. However, we do not know the approximate volume. The patient¿s hemodynamics was not compromised due to bleeding. No medical intervention was required. Investigation summary: the device was inspected and the hemostatic valve was observed folded inside the hub, no other damages or anomalies were observed. The folded condition noted on the hemostatic valve is related with the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device; however, none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during the procedure, there was blood leaking from the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was replaced, and the issue was resolved. The procedure continued without further issues. Additional information was received on february 24, 2020 on the event. Clarification was received that the issue was with the clear valve. It was stated that the blood return was excessive, and that the physician had to plug the hub with his finger to stop it. No air entered the patient¿s body. No broken pieces were observed. Nothing was detached from their observation. Issue did not require percutaneous or surgical removal. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since it was indicated that the blood return was excessive; however, there¿s no indication that medical/surgical intervention was required to stop the bleeding or that the patient¿s hemodynamics was compromised or extended hospitalization was required to prevent permanent impairment of a body function or permanent damage to ta body structure, then the potential risk that it could cause or contribute to a death or serious injury was remote. Therefore, this will not be considered a serious adverse event. The issue with the valve was assessed as a reportable ¿hemostatic valve separation¿ issue. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on march 4, 2020 that the device was received in the condition reported as it was found that the hemostatic valve was flipped sideways inside the hub. Therefore, this valve issue remains reportable.